Event description:
It was reported that the ventilator generated an alarm indicating a low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse). It was reported that the ventilator generated an alarm indicating a low o2 concentration. The fse solved the issue by replacing the o2 gas module and returned it for further investigation. Simulated test use of the returned o2 gas module in a ventilator passed the pre-use check. No abnormal found during ventilation for 4 days. It passed another pre-use check after the ventilation. However, the gas module was hissing. It was a small leakage in the supply pressure transducer. Our investigation has concluded that the hissing noise came from the supply pressure transducer. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturers ref: (B)(4).